Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during implantation of a primary cemented hip unknown side surgeon decided to change the head to another/longer head. It was not possible to remove the head from the cemented stem; the whole stem-head construct was removed and another stem was inserted into the initial cement-mantle. A surgical delay was reported, but it is unknown how long it was.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. Photographic evidence along with visual examination of the returned devices confirmed the allegation. The metal head and stem are stuck and there was not possible to disassemble them. Both parts are not designed to be easily disassembled per the required function, however it should still have be possible to disassemble them. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.